Event description:
Patient reported right side "my boob went bad and it hurts" and "right breast deflated." Device remains implanted.

Manufacturer narrative:
Implanting institution: cg cosmetic surgery. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.